Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose values hovering around 180¿215 mg/dl while the ilet was delivering insulin and showing insulin on board, and the user later observed bleeding upon removal of the infusion site and subsequently replaced the 23" infusion set. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting guidance and site change to address high glucose. Investigation included review of device data and user interview, with real-time coaching to change the infusion site and monitor for a downward trend. Investigation of this case revealed that insulin delivery was occurring per device data, but effectiveness was unclear until after the bleeding site was replaced, which is consistent with infusion site complication or absorption issue rather than pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and remains unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.